Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. Omsc reviewed the manufacture history of the device and confirmed no irregularity the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during a laparoscopic surgery, a fragment fell off from the bending section of the subject device within the patient. The fragment was retrieved using a grasping forceps and the procedure was completed using the subject device. After withdrawing of the subject device from the patient, the user facility found that a part of the bending section adhesive cracked and the fragment was the part of the adhesive. The subject device had been sterilized by autoclave. There was no report of injury associated with this report.